Event description:
It was reported that customer insulin pump has been converted into a canadian loaner. The customer's blood glucose level was unknown mg/dl. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with constant a52 alarm after battery was installed due to software error. Insulin pump received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip.